Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of disconnection at the phaseal could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ infusion set tubing disconnected from the phaseal injector during use. The following information was provided by the initial reporter: "patient came to the unit due to pump problem, patient verbalizes pump started beeping yesterday around 11am and patient said he noticed the cadd tubing was disconnected.  Upon inspection,  the tip of the tubing where it was connected to the phaseal injector was disconnected, pump says remaining volume is 120.6 ml, patient said he and his wife called the unit yesterday but nobody is answering and due to transportation problem patient was not able to come to the unit to have it checked. 0857 hr dr. Informed, no need to reconnect pump per dr."